Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 3 cubies in drawer 4.1 had invalid cubie memory and were unable to be recovered. A field service engineer remoted in and successfully recovered the failed cubies through hardware test application (hta). The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies had failed in drawer 4.1 and was not able to be recovered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.